Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. Although the pump was reported as fully charged at 100%, no troubleshooting was necessary at the time. The customer continued to use the pump for insulin therapy.